Manufacturer narrative:
Unit passed displacement, and self test. No pump error 63 was noted during testing; however, pump error 63 is confirmed in the formatted history file (variable info = 3) due to a loose connection or a cold solder joint at u1 keypad assembly. No other unexpected audio/vibrate anomaly/absence of alarms were noted during testing. Unit received with a crack on the battery tube which starts at the corner of the belt clip rails. Inserted a test p-cap into the retainer ring, and it did lock into place properly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had hardware low level failure alarm and there was cracked along battery compartment. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.